Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, after the lens had been implanted into the eye, the surgeon noticed scratches on the lens. The lens was explanted and a new lens was inserted. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The lens and the associated cartridge were returned separately in the lens carton. Solution is dried on the lens. Only three pieces of the lens were returned. Marks are observed on both sides of the optic that are similar to those left by a surgical instrument used to grasp the lens. A scratch is observed on the lens. The associated used company cartridge was also returned. An inadequate amount of viscoelastic is observed in the cartridge. The cartridge tip has a large aneurysm on the bottom, which has torn. The tip also has heavy stress lines. A scrape mark is observed which starts at the nozzle entry area and travel through to the tip. The cartridge had evidence that it was placed into a handpiece. Top coat dye stain was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge was used. The handpiece and viscoelastic information was not provided. It is unknown if qualified products were used. The root cause for the reported complaint is most likely related to a failure to follow the IFU (instructions for use). There was an inadequate amount of viscoelastic in the returned cartridge. The extensive cartridge damage would also indicate a plunger underride occurred. Excessive force would have been needed to create the observed damage. Top coat dye stain was conducted with acceptable results. It is unknown if qualified handpiece and viscoelastic were used. The IFU instructs: company foldable iols (intra ocular lens) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The handpiece IFU instructs: important: the plunger should make initial contact with the cartridge at the ramp. In the event the plunger does not contact the cartridge at the ramp, do not use the handpiece and contact company. Verify that the plunger tip is properly engaging the lens optic and that the lens moves forward at the same rate as the plunger while slowly advancing the plunger forward to avoid damaging the lens. When the threads on the knob make contact with the barrel, turn the knob clockwise approximately half turn to engage the threads and then stop. The iol will now be in the dwell position. Inspect to ensure the plunger is behind the optic. The manufacturer internal reference number is: (B)(4).